Manufacturer narrative:
Follow-up #1 08/16/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: there was no visible damage to the keypad. The up and down keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.